Event description:
Caller states that the pt tested 1.1 inr on the coaguchek s system and 1.7 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.